Event description:
Minimed 780g. In the middle of the night the pump disconnected from my cgm and fully retracted the plunger in the pump from the insulin reservoir. This is the 4th time this has happened since using the cgm system in the last 6 months. This has resulted is blood sugars exceeding 300 while I am asleep and unaware. These then take multiple hours to correct when awake. In this time the cgm system also ceases to work and often takes 3+ hours to reconnect. Given the extreme cost of these devices and high importance to my health this is unacceptable. This issue never occurred on the 522.